Event description:
Complainant is alleging the safety bail did not catch the hook and the stretcher lowered unexpectedly with a patient loaded. The patient did not sustain injuries, however the medic allegedly suffered a minor arm injury. The medic was evaluated in the emergency room and released. The complainant has reported they have not been able to duplicate the alleged issue. The cot will be evaluated.

Manufacturer narrative:
The cot was evaluated by an authorized field technician at the complainant's site. A visual and functional evaluation was conducted and it was determined the safety bail of the cot was functioning according to specification and would catch the floor hook of the ambulance as intended. It was observed the telescoping handle of the cot was bent as a result of the incident. This handle was repaired and the cot was returned to service. The reported incident could not be duplicated. Sufficient instructions are contained in the IFU for the required actions and placement of cot operators to ensure a safe unloading process of the cot during a patient transport. There have been no additional reports of alleged injury to the patient. The medic with the alleged arm injury was seen in the hospital for an exam and xray and it was reported the injury was a contusion.

Event description:
Complainant is alleging the safety bail did not catch the hook and the stretcher lowered unexpectedly with a patient loaded. The patient did not sustain injuries; however, the medic allegedly suffered a minor arm injury. The medic was evaluated in the emergency room and released. The complainant has reported they have not been able to duplicate the alleged issue. The cot will be evaluated.